Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed incoming hi-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval, the green (belt discharge) wire insulation was breaking down under low current inside the cable connecting ECG electrodes c and d. The cause of the hi-pot test failure is the defective wire. The root cause of the defective wire cannot be positively identified. No adverse event resulted from the defective wire. The last pt to use this belt did not report any deficiencies.